Manufacturer narrative:
On july 11, 2024, the mentor failure analysis lab received the device for evaluation. Per 250cc device received, following information has been updated on this form: - field d1 for brand name has been updated to "unknown gel implants textured" - field d4 for catalog number has been updated to "unk_gel implants textured" - field g4 for PMA/ 510(k) has been updated to "unk" - d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. - d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. - d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. On july 17, 2024, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the textured gel 250cc had an area of delamination at the union between the patch and shell on the posterior view, causing gel leakage. Although potential causes of patch delamination are unknown, stresses and forces on the implant in-vivo or exposure to betadine at insertion could result in delamination and ruptures. Per the current product insert data sheet (pids), rupture is a known complication associated with these devices and can occur at any time during or after implantation. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture d6b explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year-old armenian female patient underwent primary breast augmentation with unknown size unknown gel implants and experienced breast implant rupture on her right side postoperatively; diagnosed via mammogram and ultrasound. The patient has consulted with the healthcare professional. As a result, the surgery is scheduled for (B)(6) 2024.